Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patients had lost a lot of weight and can feel her device moving and it hurts. Device is still in use. No patient complications have been reported as a result of this event.